Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: large watermark on the right side of the image and broken universal cord and component failure of electronical component. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image becomes blurred, indistinct or noisy and large watermark on the right side of the image caused by a component failure of the electronical component. Broken universal cord caused by a component failure of the universal cord. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.